Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experience poor visual acuity and undercorrected astigmatism. Additional information was provided indicating that approximately 3 months later, the surgeon attempted to remove the lens but was unable to do so. The surgeon chose to rotate the lens into the correct position. The lens remains implanted.